Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier alert for low impedance and high capture thresholds. Lead extraction was planned. No further information is available at this time.